Manufacturer narrative:
As a result of the investigation, there were no abnormalities in the returned product. It is considered that the reported event may have been caused by patient lesion condition, but the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although the patient is in good condition after operation, we are reporting this event because adverse event occurred.

Event description:
The balloon was using for operation but it could not pass the lesion. Then the patient's heart rate decreased, therefore drug administered for intervention. The operation was finished without any more operation. The patient is now in good condition.